Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events granulomatous dermatitis and injection site induration, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00065860, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformance's were noted related to this lot.

Event description:
The events purplish-red, cold and granulomas were considered to be a symptom of granulomatous hypodermitis and were therefore not coded. This spontaneous report was received from an argentinian physician and concerns a 48-year-old female patient. She was injected subdermally with radiesse, for flaccidity, on (B)(6) 2023. Batch number was reported as a00065860 (expiry date: 30-jun-2025). The batch record review was received and the lot number for radiesse was confirmed as a00065860 (expiry date: 30-jun-2025). A lot of searches in the global safety database was conducted. One syringe was used. It was injected in a retroinjection fan with cannula. Radiesse was diluted in a 1:1 ratio (product preparation issue, off label use of device). The patient's medical history included celiac disease. The physician stated that in the immediate aftermath she was perfect, without any problems, and denied having performed other injectable aesthetic treatments after radiesse. She used radiesse for the first time. On (B)(6) 2024, 246 days after the radiesse injection, the patient experienced small nodules on face which progressively increased in size, located on the right cheek (possibly compatible with the cannula entry site) and in the left gonion. The patient had local treatment with betamethasone cream which was indicated for 1 week. In the absence of response, treatment with a corticosteroid (dexamethasone 0.25 mg) and oral antihistamine every 8 hours was indicated. After almost 1 month of oral treatment, the nodules almost completely disappeared, before reactivating and increasing even more in size. In this context, progressive reduction of the corticosteroid and new studies were carried out. A skin ultrasound was performed which showed no signs of calcium remains and then a skin biopsy which resulted in granulomatous hypodermitis with non-necrotizing granulomas. Zhiel neelsen stain was negative. She said that at the time of this report, new injuries were appearing on the left side. She had small nodules on the left side of the face, indurated, with size of a pea, cold and asymptomatic. In the center of cheek right, she had elongated nodule (1 cm x 0.5 cm), purplish-red, cold and painless also. The outcome of the events was reported as not resolved. Follow-up information was received on 28-aug-2024: batch number was reported as a00065860 (expiry date: 30-jun-2025). The batch record review was received and the lot number for radiesse was confirmed as a00065860 (expiry date: 30-jun-2025). A lot search in the global safety database was performed.